Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged approximately one month after implant based upon the change in thresh old. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.